Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, ¿bending or fracture of the implant.¿ evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.

Event description:
It was reported that patient underwent a plating procedure due to a proximal humeral fracture on (B)(6) 2013. Subsequently, a revision procedure was performed on (B)(6) 2013 due to fracture of the humeral plate. The humeral plate and screws were removed and replaced. No further information has been provided to date.

Manufacturer narrative:
Evaluation of returned device found evidence that implant fractured due to fatigue. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, ¿bending or fracture of the implant.¿ under warnings, number 2 states, "the devices can break when subjected to increased loading associated with nonunion or delayed union. Internal fixation devices are load-sharing devices that hold a fracture in alignment until healing occurs. If healing is delayed, or does not occur, the implant can be expected to break, bend or fail. Loads produced by weight bearing, and activity levels may dictate the longevity of the implant."